Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via a manufacturing representative (rep) and it was reported that patient states he is getting a por on his screen when he goes to charge his stimulator. Also said he can¿t increase the intensity. Patient said he had a stress test done 2 weeks ago. Confirmed por screen on recharger on (B)(6) 2021. Cleared por upon interrogation of device. Confirmed he was able to increase the intensity. The issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and post lumbar laminectomy syndrome. The caller was calling on behalf of the patient. The reason for call was the patient noticed a warning por on the screen while he was trying to charge his stimulator. Troubleshooting was unable to be performed as reviewed warning por cannot be cleared by patients and needs to be done by the hcp or the rep. Redirected to have the system checked and por resolved. The patient was redirected to their healthcare provider to further address the issue.